Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle was detached from the suture while on a running suturing technique during an open vascular surgery procedure. It was reported that there were three defective sutures in total. They used new sutures to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. A tactile and microscopic inspection of the sutures was performed with no abnormalities. A needle attachment test was performed on the sealed sample, and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing fascia during an open vascular surgery procedure, the needle was detached from the suture. It was also reported that there were three defective sutures in total. They used new sutures to complete the case.